Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the user facility that during treatment, the machine alarmed for a blood leak. The leak was internal and visible, and blood test strips were used to confirm. The blood flow rate was 500 ml/minute; the dialysate flow rate was x1.5 (750 ml/minute). Estimated blood loss was 250 mls, and no adverse effects were felt by the patient. The sample was discarded.